Event description:
The day after treatment with cosmoplast in the perioral area the pt noted erythema and induration at all injection areas. The physician diagnosed an allergic reaction and infection at the injection site. The physician prescribed oral prednisone along with oral diflucan. Further info from the physician noted the pt's symptoms of redness and edema have resolved although indurated lumps are still present. Add'l prescription noted oral minocycline. The patient stopped this medication due to photosensitivity. Diagnosis remains allergic reaction and infection.

Manufacturer narrative:
Device evaluation summary below: quality assurance has reviewed the device history records for this lot from finished product packaging to the mesh batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, minor deviations were noted. None of the deviations noted were significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause for the complaint.